Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a concern regarding the collimator operation on the 9800 system outside a case. No pt injury was reported.